Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information provided: on what tissue type was the device used? At what location on the tissue? Bowel. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? First . Where in the green zone was the device fired? Middle. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Yes. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. Was proximal and distal control maintained on the tissue during the firing sequence? Unknown. Was the staple line inspected for integrity prior to transecting the tissue? Unknown. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Unknown. Was a leak test completed? Unknown. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Unknown. Which firing was used to close the side by side anastomosis? Last firing. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Unknown. Was there a recent conversion to ees devices in this account or with this surgeon? No. Is a pathology specimen available? Unknown.

Event description:
It was reported that during a small bowel resection procedure, the device was fired, but no staples were deployed. The area was sewed instead of stapled. There was no patient impact.